Manufacturer narrative:
Conclusion: based on the received information, the patient was implanted with the vibrant soundbridge on (B)(6) 2015. During switch-on on (B)(6) 2015, no benefit was obtained. Originally, the patient was in the criteria of soundbridge with incus vibroplasty, but reportedly some kind of unidentified problems made the patient become deaf on the implanted side. The patient received a bone bridge on the right (contra-lateral) side now. The soundbridge remains implanted. This is a final report.

Event description:
The patient reported not being able to hear with the device at the first activation session.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during switch-on appointment the patient had no benefit from the device. Variations in unaided pure tone audiometry thresholds were observed. In situ testing was indicative of a functional device. Reportedly, the concerned device remains implanted and the patient was implanted, contralaterally, with a bonebridge implant.